Manufacturer narrative:
An event regarding wear involving a ceramic head was reported. The event was confirmed by mar. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 16 aug 2018. Images of the device are included in the mar. {...} the returned device is shown in figures 1 and 2. The parts were examined with the aid of a stereo microscope at magnifications up to 50x.{...} {...} the articulating surface of the head is shown in figures 5 and 6, with a wear scar being observed. The wear scar is likely due to contact against a ceramic surface.{...} the material analysis report concluded: {...} based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.{...} medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant confirmed stem fracture; however, did not reference the ceramic head wear observed during mar. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, surgical implant records from the surgeries, dated pre and post op x-rays/ imaging from the index and revision surgeries and outpatient office/clinic notes are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
The customer reported that the patient presented with pain and x-ray confirmed that his exeter stem had fractured at the neck, requiring revision. Mar confirms wear of the ceramic head.